Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). The reported gaia next 1 was returned for evaluation. The coil of the returned gaia next 1 was found loosened for approximately 5mm from the tip due to accumulated torsion. Part of the loosened coil was twined into a knob-like shape. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with torquing manipulation was locally accumulated on tip of the gaia next 1 when the tip was being caught by the heavily calcified lesion; and therefore, the coil became loosened proximal to the tip solder where the coil was fixed, causing it difficult for the guide wire to be removed. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] breakage of the guide wire. Removal difficulty of guide wire.

Event description:
It was reported that an asahi gaia next 1 guide wire was used with an asahi caravel microcatheter during a percutaneous coronary intervention (pci) to treat a heavily calcified chronic total occlusion (cto) in segment #2 of the right coronary artery (rca). The gaia next 1 became trapped in the lesion during wire manipulation and it was difficult to remove the wire. An asahi gaia next 2 guide wire was then advanced parallel and an unspecified balloon catheter was delivered. The trapped gaia next 1 was released by balloon dilatation and then removed. The gaia next 2 crossed the lesion and the procedure was successfully completed with reestablished blood flow achieved by stenting. There were no adverse patient effects related to this event.